Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was returned for evaluation for the reported event of driveline fault alarms. The system controller (serial #: (B)(6) ) was returned for analysis. The system controller underwent preliminary and functional testing. The system controller was connected to a mock loop for extended operation and was able to support the pump with no issues. The phases were measured, and there were no atypical values noted. The reported driveline fault alarms were unable to be reproduced during testing. The reported driveline fault alarms were unable to be correlated to an issue with the returned system controller. The system controller (serial #: (B)(6) ) was returned for analysis and a log file was submitted for review as well as downloaded for review. A review of the submitted log file showed events spanning approximately 1 day ((B)(6) 2023 at 05:18:27 ¿ (B)(6) 2023 at 11:45:17 per time stamp). Beginning on (B)(6) 2023 at 11:41:42, driveline fault alarms were active until the end of the log file. Phase 2 was captured to be a higher value of phases 1 and 3. There were no other notable events active in the log file. Pump operation was not affected. A review of the downloaded log file showed events spanning approximately 9 minutes ((B)(6) 2023 between 12:23:53 ¿ 12:33:08 per time stamp). Driveline fault alarms were active on (B)(6) 2023 from 12:23:53 until 12:26:37. Throughout the log file, the pump speed fell below activating low speed advisory alarms. Pump stops were also present throughout the log file as well as low flow alarms and elevated power. The driveline was disconnected for a system controller exchange on (B)(6) 2023 at 12:32:07. There were no other notable events active in the log file. Following the controller exchange, log files from the new system controller were submitted for review: a review of the submitted log file showed events spanning approximately 7 days ((B)(6) 2001, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2019, (B)(6) 2023 ¿ (B)(6) 2023 per time stamp). Events occurring on (B)(6) 2001 took place when the clock was not set. Events occurring prior to (B)(6) 2023 are indicative that this system controller was used previously as the backup system controller. The driveline was connected to the system on (B)(6) 2001 at 01:00:04. The clock was set on (B)(6) 2023 at 12:46:01. Following connection of the driveline, the pump was intermittently operating below the lsl with intermittent pump stops. There were no other notable events active in the log file. A review of the submitted log files showed overlapping events spanning approximately 4 days ((B)(6) 2023 per time stamp). Strings of low flow alarms were active throughout the entire log file. There were no other notable events active in the log file. Pump operation was not affected. There were no issues observed with the returned system controller that would affect pump operation. The driveline fault alarms could not be correlated to an issue with the returned system controller. During the investigation there were incidental findings of wire fatigue and fluid ingress. A resistance test was performed on the dual power leads and increased resistance was observed. The dual power leads underwent an insulation test and passed. The dual power leads were stripped, and the damage to the cable was determined to be superficial. After removing the cable jacket, green fluid ingress was observed. The device history records were reviewed for the system controller (serial #: pcx-16497) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate ii patient handbook section 4 entitled ¿living with the heartmate ii¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for suspected driveline damage. Their log files showed driveline fault alarms, as well as high powers and flows. The phase data from the log files indicated there may have been damage to the black wire. The patient's system controller was swapped to the backup system controller and the alarm recurred and that x-rays were done, and no notable issues were observed. The log files from the new system controller showed numerous low speed advisories and pump stops while the patient was connected to the power module. A cause for these events was not conclusively determined but the account suspected a short within the driveline since all other vital conditions are okay and the patient was not experiencing thrombus. All lab test results were fine, and the patient was in good vital condition. It was reported that the patient voluntarily went home but was then later re-admitted for close monitoring.

Manufacturer narrative:
Correction: g3 - date received by manufacturer on the initial manufacturer report should be corrected to 04may2023. Updated manufacturer's investigation conclusion: the system controller was returned for evaluation for the reported event of driveline fault alarms. The system controller (serial #: pcx-16497) was returned for analysis. The system controller underwent preliminary and functional testing. The system controller was connected to a mock loop for extended operation and was able to support the pump with no issues. The phases were measured, and there were no atypical values noted. The reported driveline fault alarms were unable to be reproduced during testing. The system controller (serial #: (B)(6)was returned for analysis and a log file was submitted for review (20230504_115401) as well as downloaded for review (c5171405). A review of the submitted log file showed events spanning approximately 1 day ((B)(6)2023 at 05:18:27 ¿ (B)(6) 2023 at 11:45:17 per time stamp). Beginning on (B)(6) 2023 at 11:41:42, driveline fault alarms were active until the end of the log file. Phase 2 was captured to be a higher value of phases 1 and 3. There were no other notable events active in the log file. Pump operation was not affected. A review of the downloaded log file showed events spanning approximately 9 minutes (B)(6) 2023 between 12:23:53 ¿ 12:33:08 per time stamp). Driveline fault alarms were active on (B)(6) 2023 from 12:23:53 until 12:26:37. Throughout the log file, the pump speed fell below activating low speed advisory alarms. Pump stops were also present throughout the log file as well as low flow alarms and elevated power. The driveline was disconnected for a system controller exchange on (B)(6)2023 at 12:32:07. There were no other notable events active in the log file. Following the controller exchange, log files from the new system controller were submitted for review: a review of the submitted log file showed events spanning approximately 7 days (B)(6) 2001, (B)(6)2018, (B)(6)2018, (B)(6)2018, (B)(6)2019, (B)(6)2023 ¿ (B)(6)2023 per time stamp). Events occurring on 01jan2001 took place when the clock was not set. Events occurring prior to (B)(6)2023 are indicative that this system controller was used previously as the backup system controller. The driveline was connected to the system on (B)(6)2001 at 01:00:04. The clock was set on (B)(6)2023 at 12:46:01. Following connection of the driveline, the pump was intermittently operating below the lsl with intermittent pump stops. There were no other notable events active in the log file. A review of the submitted log files showed overlapping events spanning approximately 4 days ((B)(6)2023 ¿ (B)(6) 2023 per time stamp). Strings of low flow alarms were active throughout the entire log file. There were no other notable events active in the log file. Pump operation was not affected. There were no issues observed with the returned system controller that would affect pump operation. The root cause for the reported driveline fault alarms was unable to be conclusively determined through this analysis. During the investigation there were incidental findings of wire fatigue and fluid ingress. A resistance test was performed on the dual power leads and increased resistance was observed. The dual power leads underwent an insulation test and passed. The dual power leads were stripped, and the damage to the cable was determined to be superficial. After removing the cable jacket, green fluid ingress was observed. The device history records were reviewed for the system controller (serial #: pcx-16497) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate ii patient handbook section 4 entitled ¿living with the heartmate ii¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental regulatory report will be submitted to report the investigation findings.

Event description:
Related manufacturer report number: 2916596-2023-02767. It was reported that the patient was admitted on (B)(6) 2023 for suspected driveline damage. Their log files showed driveline fault alarms, high powers and low flows. The phase data from the log files indicated there may have been damage to the black wire. The patient's system controller was exchanged to confirm if the alarms were due to driveline damage. The driveline fault alarms did not reappear after the exchange. However, the log files from the new system controller did show numerous low speed advisories and pump stops while the patient was connected to the power module. A cause for these events was not conclusively determined. The patient was clinically stable so they were planned for discharge.